Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery behavior was "unusual" and the device reached elective replacement indicator (eri) prematurely. It was noted that capture management may have adjusted outputs and may have "pulled the device to eri". High thresholds were noted on the right ventricular (rv) lead. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.